Event description:
Proceed surgical mesh size 4.3x4.3cm, was placed into pt. Prior to the mesh being sewn in, it was noted that a part of the mesh appeared to be torn. Mesh removed and new mesh placed.